Event description:
It was reported that a reminder became frozen on the pump screen and the customer was unable to clear the reminder. During troubleshooting w/tandem tech support, the reminder was cleared. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info becomes available a supplemental report will be submitted.